Manufacturer narrative:
(B)(4). One unit was received at the plant for evaluation. Visual inspection on the unit (via the naked eye) noted a ruptured bladder. A microscopic examination was conducted which showed markings located on the exterior surface of the bladder near the rupture line. The reported issue was confirmed. A batch review will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between november 14, 2013 and november 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor¿s bladder ruptured during filling. The device was being filled with 5 fu and glucose. The device was half filled when the bladder ruptured. There was no patient involved. No additional information is available.